Manufacturer narrative:
Photographs of three (3) samples were provided for evaluation. Visual inspection of all three photographs revealed a detached reservoir at one end of the post, leading to a leak inside the device¿s housing. No clear evidence of a rupture was observed from the photographs. The cause of the detached reservoirs could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladders of five (5) half day infusors ruptured during an unspecified process step. It is unknown if there was patient involvement for any of the events. No additional information is available.